Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The caller reported the screen was flashing and alarming before it went blank. Customer noted the device was not dropped, bumped, or exposed to moisture. Caller was advised to clean out the battery cap and remove the battery, but the caller stated that it did not restore the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unit was received with scratched case and minor scratched lcd window.